Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was having burning pain from their hip where the ins is going down their groin and leg. Patient said this started after a stress test a month or a month and a 1/2 ago. Patient wanted to know if it could be the device. Patient services reviewed ins battery was likely depleted. The patient said they have tried using the programmer and the magnet. The patient said everyone says the pain is a pinched nerve. Patient said it is getting really bad. Patient said they have used the device in 20 years. Patient said they have to self cath now and lost a little function of their rectum and can't control their gas. The patient said they are seeing a hcp at 1st urology who wants to put a device in for bladder control. The patient was redirected to their healthcare provider to further address the issue.